Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. The nurse reported that the patient presented to the ER (emergency room) today, after being in a different ER yesterday and them sending him and his caregiver home. The patient was having increased pain and spasticity of his upper torso. The caller stated that the patient was paraplegic and bed bound at baseline. The caller stated that they think the pump is malfunctioning and they want to have someone come and check the pump. The caller stated no one had heard the pump alarm; the pump was last refilled in june; and the next fill was due in october. The caller was transferred to the national answering service (nas).